Event description:
It was reported by service report that the fowler would not hold weight. The customer could not determine whether there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler clutch.